Event description:
It was reported that the device had premature battery depletion and the lead dislodged and was not capturing. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analysis revealed normal battery depletion.